Event description:
During an informational call, the pt reported her blood glucose was going "haywire." She stated her blood glucose levels have been erratic for the last week and she has had blood glucose readings from 350 mg/dl to 500 mg/dl. She stated she tries to keep her readings to 100-150 mg/dl. The pt reported her doctor has recently put her on a constant blood glucose monitor to get more information on the erratic blood glucose readings. She stated "that there could be numerous things that are causing my blood glucose to act this way, at this point we are not sure." She also stated she has thyroid issues and is under a lot of stress. Pt indicated she is going to increase her basal insulin rates to see if this will help. Troubleshooting did not find any issues with the product. Upon follow-up, the pt indicated her blood glucose levels had improved with her basal rate adjustments. The pt also emphasized that, after speaking with her physician, he is very certain that her body is going through hormonal changes which is most probably the cause of the erratic blood glucose concerns. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.